Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital. Customer attempted to commit suicide by over bolus according to the nurse. Customer cause of hospitalization was low blood glucose. Customer was still hospital and treated with d-10 drip. Customer was wearing the pump at time of hospitalization. Customer's mother was advised that if she feels that the daughter is going to use the pump to cause her-self harm again then she take her off the pump and contact healthcare provider for further instruction.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's mother called in for help in retrieving the settings from the pump. The mother stated that she tried to get the settings from the old pump, but the esc button was no longer functioning. The mother wanted to know if medtronic stored the customer's settings. The mother stated that the customer had not uploaded the pump to carelink. Advised the mother to contact the doctor's office to get all of her settings.